Event description:
From (B)(6)2017 pt admitted 5 times with issues of subtherapeutic inr and bleeding and (B)(6)admission with noted increase in ldh. Medications managed per pt's need. Pt admitted (B)(6) with positive cardiac markers and parasthesias of left upper arm. Guaiac of stool is positive. Ldh on 539 (ldh range 170-250). Heparin started. On (B)(6) pt with noted pain to his chest relieved with sublingual ntg. Ldh and ast trending upward. Pt now with hematuria. On (B)(6) lvad flows, powers and ldh continue to trend upwards. On (B)(6)2017 lvad exchanged with operative findings of pump thrombosis.